Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she has been experiencing skin irritation that the pt attributes to the sensor wire. Pt believes she may be allergic to silver or platinum. At the insertion site, pt's skin has been burning, itching, oozing pus and swelling. Pt also reports scarring. Pt consulted with her physician and was recommended the use of benadryl. At the time of her call to dexcom technical support, pt had discontinued cgm wear.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.